Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the previous evening, the pt reported that the sys controller had red heart alarms when attached to the power module. He was advised to exchange the power module cable, however, the red heart alarm continued. He was taken to the ER where the entire process was repeated with his equipment. It alarmed red heart and pump speed dropped as low as 3000 rpm when on power module. The sys controller was exchanged for another sys controller and the alarms discontinued. X-rays were taken of the percutaneous lead where everything was intact. The pt was discharged, however, returned to the ER the following day with the same red heart alarms and the pump speed dropping down to zero. Add'l info received confirmed that on (B)(4) 2012, the pt underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. The attached user facility report was received from the (B)(6) registry.